Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter stated that patient results were fine after they changed over to a new ast reagent pack. The field service engineer checked alignments, wash stations, and the gear pump pressure; all were within specifications. The customer ran controls and all results met specifications. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation on a cobas 8000 c 702 module (serial number (B)(4)). The reporter noted that the issue occurs when the reagent pack is low. The sample initially resulted in an ast value of 13 u/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 20 u/l. The repeat value was believed to be correct.